Event description:
It was reported that during peripheral insertion, in the pediatric ICU, the tip of the peel-away became damaged and appeared to have holes. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).